Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that, the patient's auto rate has not autoregulated past 52 bpm since implant, despite a consistent stroke volume of >80ml or during changes in level of activity. The patient's flows have not exceeded 3.9 lpm and shows signs of failure to thrive. In an attempt to increase flows, the system controller was exchanged, with no effect. A tee revealed a distended left ventricle. The patient was then placed in fixed mode at 66 bpm which resulted in a flow increase to 5 lpm.

Manufacturer narrative:
The patient remains on lvad support and the hospital intends to manage the patient until transplanted. No further information is available at this time.